Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted the reload had a full complement of staples, and the lock ring was broken. Functional testing of the reload could not be performed due to the damage to the lock ring. Replication of the damaged reload lock ring may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during thoraco/lobectomy, for the third firing they checked the alignment loading line was straight and tried to connect reload to handle, however could not . They tried over and over again, however the sulu connected was broken. The sales rep noticed the lock ring of the cartridge was broken. No injury to the patient.